Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 335 mg/dl. The customer stated that the insulin pump was exposed to an MRI prior to the hospitalization. The insulin pump also alarmed motor error. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.